Manufacturer narrative:
Manufacturer's reference number: upon receipt of the catheter, it was noticed that the pebax tubing below electrode ring #4 presented two small rips in between a seemingly stretched part of the pebax tubing. The catheter was visually inspected and was tested for deflection functionality. Visual inspection found stretch markings from pebax tubing about 2mm below electrode #4 where the catheter presented evidence of rips. The stretch marks indicated that an excessive force was applied. It is possible that the damage occurred as a result of the customer's attempt to disentangle the catheter as it was reported that the cardiac surgeon disentangled the catheter by pushing and pulling. Furthermore, a deflection test was performed using the niobe simulator deflection tester and the catheter was found within spec.

Event description:
It was reported that a celsius rmt catheter was used with the niobe system to treat a left accessory pathway. The catheter was introduced via a retrograde access up the descending aorta into the left ventricle. The catheter got tangled in the mitral valve. The physician decided to call a cardiac surgeon and the cardiac surgeon was able to disentangle the catheter just by pushing and pulling, getting the catheter out of the patient's body. A ventriculogram and echo done afterwards detected a mitral dysfunction. The pt was stabilized and the procedure continued without the niobe system.